Manufacturer narrative:
This was initially submitted on the summary report dated (B)(6) 2014 under (B)(4). Additionally, this was submitted on the summary report dated (B)(6) 2015 under (B)(4). Lawyer-filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain, infection, urinary problems, emotional distress, recurrent stress urinary incontinence, pelvic organ prolapse and a product problem. Furthermore, it was reported that the plaintiff died. No cause of death was reported. Related to manufacturer report #: 2183959-2014-22029. Related to manufacturer report #: 2183959-2014-21993.